Event description:
During the index procedure an endeavor sprint drug eluting stent was implanted in the lad. Approximately 34 months post the index procedure the patient expired. The death was reported to be cardiac, possibly related to the study device.

Manufacturer narrative:
Evaluation: results: inherent risk of procedure (death). Conclusion: known inherent risk of procedure (death). (B)(4)